Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the ignition of the subject device insufficient temporary when the examination lamp was turning on. Also there was the possibility that the failure of the printed circuit board was attributed to the accidental failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the followings occurred during the inspection of the device before the procedure. The subject device couldn't be turned on/off. The error e103 which indicated the light source had broken down was displayed on the monitor and the examination lamp was not ignited. Olympus (B)(4) identified that the printed circuit board of the subject device was failure. There was no report of patient injury associated with this event. The user did not provide the other detailed information.